Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image was blurred on the right side of the view. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customer's statement "the image is blurred on the right side of the view" can be confirmed. The image produced by the specified lens is blurred in the lower left and upper right halves of the image and not, as described by the customer, only at the right edge of the image. The lens itself shows no external mechanical damage that could be responsible for the partial blurring. During inspection of the rod lens system (focusing of the individual segments), slight foreign matter was found in the system, but this does not affect the image. It is possible that the image sharpness was not set correctly or that an image component has shifted. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).